Manufacturer narrative:
H3, h6: the device was not returned for analysis. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. The customer provided two photos for the evaluation, and the photos received confirmed the separation. Since the sample complaint was not returned for evaluation, the failure mode cannot be attributed to the manufacturing process. A device history review found for a period of february 2024 to february 2025 that there was two complaints related to the same lot affected but by different conditions.

Event description:
It was reported that another administration line drain broke during an infusion. There was patient involvement, and no patient harm/symptoms experienced.